Event description:
The report received from the clinical events committee (cec) for the (B)(4) study indicated that the patient had a peri-procedural pci event, classified as an mi. Following the procedure, the patient had a hematoma to right groin access site. It was treated with manual compression. At 11 months later, the patient returned with chest pain. Angiography revealed total occlusion of the rca, proximal rpl diffuse 50%, proximal rca diffuse 50-60% and the mid rca with calcium. They were treated with rotoblation and ptca in three areas. Attempt made to stent the mid rca but could not deliver the non cordis stent and a 3.0x23mm xience stent was deployed instead at 15 atm. During the index procedure, pci was performed on a 90% de novo lesion in the mid lad of 23mm in length in a 3.0mm vessel diameter. The lesion was classified as type a. The lesion was pre-dilated with 2.5x15mm balloon at 8 atm before a 3.0x28mm cypher rx stent was successfully deployed. Post-dilatation was performed with a 3.5x15mm balloon at 17 atm because the stent was not fully expanded. The residual diameter stenosis measured 0%. Timi 3 flows were recorded pre and post-procedure, respectively.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the clinical events committee (cec) for the (B)(4) study indicated that the patient had a peri-procedural pci event, classified as an mi. This is a (B)(6) female with medical history including positive functional study for ischemia, previous pci (B)(6) 2010, previous CABG (B)(6) 2009, family history of coronary artery disease, positive functional test for ischemia, hyperlipidemia, hypertension, chronic pulmonary disease, congestive heart failure nyha I, hypothyroidism. At the time of the index procedure, angiography revealed total occlusion of the rca, proximal rpl diffuse 50%, proximal rca diffuse 50-60% and the mid rca with calcium. They were treated with rotoblation and ptca in three areas. Attempt made to stent the mid rca but could not deliver the non cordis stent and a 3.0x23mm xience stent was deployed instead at 15 atm. During the index procedure, pci was performed on a 90% de novo lesion in the mid lad of 23mm in length in a 3.0mm vessel diameter. The lesion was classified as type a. The lesion was pre-dilated with 2.5x15mm balloon at 8 atm before a 3.0x28mm cypher rx stent was successfully deployed. Post-dilatation was performed with a 3.5x15mm balloon at 17 atm because the stent was not fully expanded. The residual diameter stenosis measured 0%. Timi 3 flows were recorded pre and post-procedure, respectively. Following the procedure, the patient had a hematoma to right groin access site. It was treated with manual compression. This was captured as a non-complaint. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077172 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.